Event description:
A minimum fill notification was reported by the caller, occurring on a previous day. There was no adverse impact to the customer's blood glucose level. The customer was advised by cts and educated on labeling and supplies with the pump; she was attempting to load the cartridge with an insulin pen and will follow up with her healthcare provider regarding insulin vials. No additional information regarding the issue was provided.